Event description:
Part no. Unknown. Batch/lot: unknown. It was reported that "the phlebotomist picked up sharps to discard and the needle was protruding out of the safety housing and stuck the palm of the hand." Original text: after placing a piv and drawing labs from it the phlebotomist picked up sharps to discard and the needle was protruding our of the safety housing and stuck the palm of the hand.

Manufacturer narrative:
Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a bd insyte autoguard unit consisting of the needle/hub assembly partially retracted within the safety shield (barrel). The needle tip was partially protruding beyond the end of the barrel and the activation button was depressed. Observations of the photo revealed the needle to be partially retracted thus confirming the defect of a needle retraction failure. The photo provided for this incident did not present sufficient evidence to establish a definite root cause of the retraction failure.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Part no. Unknown. Batch/lot: unknown. It was reported that "the phlebotomist picked up sharps to discard and the needle was protruding out of the safety housing and stuck the palm of the hand." Original text: after placing a piv and drawing labs from it the phlebotomist picked up sharps to discard and the needle was protruding our of the safety housing and stuck the palm of the hand.